Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient's urgency had returned and they didn't think their device was working. Patient reported they tried to program the device themselves and it wouldn't come on, so they couldn't sync it. Patient stated they were at a friend's house and a door swung back and hit them while they were healing and had stitches. Patient reported they didn't know if that had anything to do with it or not. Patient also reported their ins was sticking out and they could put their fingers underneath the device. Patient stated their healthcare provider told them it would heal and would push itself back into place. Patient stated they felt like it was getting worse and it was pushing out of their skin when they sat down. Patient reported they were very uncomfortable and felt like they made a mistake getting it. Patient stated the healthcare provider had not spoken to them since surgery, but their gynecologist seemed to think this was not normal. Patient initially stated their programmer had a blank screen, but this was resolved by changing the batteries. Patient was able to sync with their programmer on the call and after increasing from 0.9v to 2.6v they reported feeling stimulation comfortably in the bicycle seat area. It was reviewed that the patient should track their symptoms and contact their healthcare provider if they don't improve. No further complications were reported or anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they felt the stimulation in other areas of their body (in her back, down their leg to the foot) and want to get the device removed because ¿it¿s not working¿. Before implant, they could not go anywhere and had to wear a diaper ¿so the device helps to a point but bothers the pt's leg and back¿. It was noted that the patient had it set to ¿4.25¿ the entire time to get relief. When they were at the healthcare professional (hcp) to get the device removed, they met with the manufacturer¿s representative (¿at least a month¿ ago) who told them they could work on reprogramming the device. The representative help adjust the stimulation, so the patient felt the stimulation in their vagina. Two day later, the ¿urges¿ came back. The stimulation was adjusted down to 0.9 and the ¿urge¿ went away. The patient stated that the stimulation was hurting them but the representative told them to turn it off so it should not be hurting. The patient was frustrated with the device and just wanted it removed. It was noted that the patient would have to do botox shots instead even though it doesn¿t work. The patient was offered programmer education and hcp listings but they declined. There were no further complications reported or anticipated.